Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, after loading the 1st clip into the device, the clips were found to spit out of the device. There was no patient consequence.